Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400562970. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description - during infusions of levophed, pump IV set had to be changed out consistently as the tubing was accumulating tiny bubbles which would not clear after priming. It is unclear whether they are removing the asv valve. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were returned for evaluation. The returned product was functionally tested per specification and the reported defect of air in line was not able to be replicated or confirmed. The reported defect was unable to be confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.